Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the adhesive of the distal end was peeling off due to deterioration or breakage of the adhesive. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ltf-s190-10, endoeye flex deflectable videoscope to olympus for repair due to a report of an image abnormality. Upon inspection and testing of the returned device, it was found that the adhesive of the distal end was peeling off. This report is submitted due to the adhesive of the distal end peeling off. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. Peeling, chipping due to impact such as dropping, repeated excessive wiping of the outer surface of the distal end, or chemical deterioration by chemical solutions. The root cause of the stress could not be determined. Olympus will continue to monitor field performance for this device.